Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified type of percutaneous procedure, the tip of the guidewire was too stiff. A jag precursor 035/450 ss st b2 guidewire had been selected and advanced into the pt. At an unspecified time during the procedure, the physician discovered that the tip of the guidewire was "not smooth" but stiff. There were no pt complications reported with the pt's current condition listed as "good".